Event description:
Patient had been on vv ECMO for 28 days and the 32fr crescent catheter fractured on venous lumen. The ECMO circuit became entrained with air and the pump de-primed and stopped flowing. The ECMO team took the vv circuit out and put this patient on va ECMO. Patient stayed in va ECMO for about 6 hours and was not oxygenating well so they place him back on vv with a new 32fr crescent. The fracture occurred where the catheter was bent a little. Patient alive - no injury reported by user.

Manufacturer narrative:
Catheter securement resulted in a bend near the 32cm depth mark. This bend in the catheter body may have resulted in a catheter wall stress high enough to cause a fatigue fracture associated with patient movement and tubing management over the 28 days of use. A kink resulting from catheter bend and catheter securement, leading to fatigue failure, cannot be ruled out. This is warned against in the product IFU.